Event description:
A customer reported during preparation for a procedure, the system did not recognize a cassette. The pt had already received peribulbar anesthesia when it was decided to cancel the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).